Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition. Surgical intervention was undertaken. The lead was surgically abandoned, and the patient was downgraded from a cardiac resynchronization therapy defibrillator (crt-d) to an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.